Event description:
A pt reported experiencing inaccurate low results with a surestep pro meter). The pt's blood glucose results were meter 34 mg/dl to lab 168 mg/dl. Tests were done within 30 mins with a difference of 77%. Pt did not experience any adverse events. No further info has been reported.